Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for balloon burst, difficulty or inability to withdraw system with valve through sheath and system components separate during use - balloon' were confirmed through returned product evaluation. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, 'the balloon was inflated and held for a count of three. Upon pulling negative on the inflation device, it was noted that there was blood in the syringe. Reviewing the deployment angiogram. You could identify a point at the end of the inflation in which the balloon appeared to rupture. When the delivery system was retracted into the sheath, there was substantial resistance. There was moderate to heavy calcification in the lvot and stj.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, any physical interactions between the rigid stent struts and the balloon could have compromised its structural integrity, causing it to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), during deployment of a 26 mm sapien 3 ultra valve in the aortic position, the balloon was inflated and held for a count of three. Upon negative pulling on the inflation device, it was noted that there was blood in the syringe. Upon reviewing the deployment angiogram, the end of the inflation in which the balloon appeared to rupture was able to be identified. The echo revealed no paravalvular leak (pvl) and valve was well expanded. When the delivery system was retracted into the sheath, there was substantial resistance. It was decided to remove the sheath and the delivery system as one unit. The end of the sheath was removed from the artery and immediately it was seen that the balloon was ruptured in a transverse fashion and was met with resistance. It was decided at that point to stop and perform a cut down to surgically remove the delivery system from the vessel. This was completed without further incidents and the patient left the room in stable condition. Additional information received from the fcs noted there was moderate to heavy calcification in the lvot and stj. The vessel was not pre-dilated. Besides the balloon burst, there was no additional damage noted to any of the ew devices. The operator was unable to fully withdrawal the ds into the esheath so the ds and esheath were pulled back as one unit. The sheath was fully withdrawn from the body but the distal end of the ds became stuck at the insertion site of the femoral artery.